Event description:
Procedure type: unk. Reportedly, the knife blade of the device came out but would not retract. There was no indication of any tissue damage due to this and there was no patient injury reported.